Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications: 1. We tested the standby current of returned meter, the result was 2.6¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 52/54 mg/dl, for level high were 248/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. 4. Because patient did not return his strips, so we tested the retain strips of same patient's batch from our warehouse (strip lot number:d160715-1). The control solution tests for level low were 66/63 mg/dl; for level high were 248/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:00 pm after the end user received higher than normal blood glucose results from his prodigy diabetes meter. The end user performed several blood glucose test with results in the 500's. He did not experience any significant symptoms but out of concern he went to the ER. Upon arrival to the ER at 2:30 pm his blood glucose was 126 mg/dl. No treatment was warranted due to the fact that his blood glucose was within normal range. After one hour in the ER he was discharged with a blood glucose reading of 126 mg/dl and instructed to purchase a new meter. No additional details were provided in regards to this medical event.